Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the individual package of the minicap inside of a prep kit was open and could not be used for peritoneal dialysis therapy. The nurse clarified that the packaging appeared to be either deteriorated or damaged. This was noted before use. There was no patient involvement. No additional information is available.